Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted, therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of medical records and imaging. An attempt was made for medical records and imaging however was denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. Procedure related harms for this event could not be determined. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with strata" g1,2: contact office- name has been updated h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
It was reported that approximately 6 years post initial implant of a bifurcated stent graft and a suprarenal stent to treat an abdominal aortic aneurysm (aaa), a type 3 endoleak of indeterminate origin was identified. Treatment is not an option due to patients age and other health issues. The patient will continue to be monitored.